Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00572 - 3012447612-2017-00576.

Event description:
It was reported that the tips of three screwdrivers and one plug driver broke off, and the tip of one adjuster became twisted while trying to remove previously-implanted screws during surgery. The tips of two of the screwdrivers remain within the patient. The surgeon chose to leave five of the previously-implanted screws within the patient. There were no reports of patient injuries or further patient impact associated with this event. This is report four of five for this event.

Manufacturer narrative:
Additional information: the returned height adjuster was evaluated. There was slight material deformation found at the tip which is likely the result of repetitive uses. A review of the manufacturing records did not identify any issues which would have contributed to this event.